Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had an upside-down image. The issue was resolved by reseating the endoscope. The intuitive tech support engineer (tse) explained the possible causes and advised checking the rotation movement of the endoscope base after the surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if the ports were in place when the issue occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The 30-degree endoscope was reseated to resolve issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup, specifically related to the endoscope installation on the sterile adapter. The issue was resolved by reseating the endoscope and disabling the guided tool change. Based on tse notes, the system issue was due to an improperly seated endoscope.